Event description:
Dexcom cgm 7 sensor failures. Some only lasting several hours before failure. Dexcom says they are supposed to last 10 days. I have had many cgm 7 sensors only last 2 days. Poor quality and dangerous.